Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 25 mg/ml dilaudid at a dose of 8.2 mg/day and bupivacaine at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the patient was not getting pain relief and could not give a timeline. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed included a catheter dye study. The actions/interventions included a surgery would take place. No surgical intervention occurred; however, surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of the report and the patient status was alive with no injury. The patient's weight and medical history were asked, but unknown. There were no further complications reported.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jul-10. The results of the dye study were stated as they could not aspirate the catheter. The surgery was planned to occur on (B)(4) 2017.